Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy rash all over the body. The patient reported that the rash could have been caused by an allergic reaction to a medication. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised temporarily removing the equipment to allow the rash to heal. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.